Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and b. Braun medical inc (the importer). This report has been identified as b. Braun (B)(4). A review of the pump's log revealed a standard infusion was started at 14:42 on the day of the reported incident. The infusion starting rate was 107.3 ml/hr. Four seconds into the infusion, the user changed the rate to 30.0 ml/hr; then at 14:47, the rate was increased to 75.0 ml/hr with an actual volume infused of 2.6 ml, or 99.0% of the expected volume. At 14:47, the infusion rate was increased again to 150 ml/hr with an actual volume infused of 14.4 ml, or 101.0% of the expected volume. According to the log, the pump delivered as programmed and within the 100+/-5% specification after each infusion rate change. The pump was tested for volumetric accuracy three times with a rate of 322 ml/hr for 1 hour. The tests results were all within specification at 325 ml, 320 ml, and 324 ml. Based on the results of this investigation, the pump operated as intended; therefore, no conclusions can be made regarding the case of the event.

Event description:
As reported by the user facility: reported under infusion of chemotherapy, drug unk, 216.8 ml infused from bag, size bag 322 ml, pump showed 427.2 was amount delivered. Customer switched pt to a different pump to complete infusion. Rate of infusion was 322 per 1 hour. No other info available.